Manufacturer narrative:
The referenced multiple recent controller exchanges was reported under MFR# 2916596-2021-00752. The investigation results will be provided in the final report.

Event description:
It was reported that the patient has had multiple backup battery faults on system controller. The patient has had controller changed multiple times with the most recent reported (B)(6) 2020. At that time the modular cable was changed as well. The patient has had backup battery changed multiple times since implant and continued to have backup battery faults. Additional information was requested but not provided.

Event description:
It was reported that at that time modular cable was changed as well. Modular cable documented in manufacturer report number 2916596-2021-00400.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There was no log file submitted for review. The hm3 system controller was not returned for analysis. There was no additional documents or images from the site. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis.